Event description:
The user facility reported that during maintenance of the subject device, prior to a procedure, brush debris (foreign material) was observed in the channel. The device was reportedly not used on a patient in that condition. There was no report of patient or user injury due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was a tip of a cleaning brush in the instrument channel. The brush tip was removed. The following defects were observed by service during the evaluation: the ¿up¿ angulation function was out of specification due to wear of the angle wire. A liquid leak was observed at the ¿right/left¿ angulation knob due to damage caused by external forces. A gap was observed on the adhesive rubber, and the adhesive was discolored. The universal cord had a crease, and there was a dent at the distal end. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that upon further review, the reported issue (tip of a cleaning brush lodged in the instrument channel) is not a reportable malfunction. The user facility identified the issue and sent the device to olympus for repair due to the issue. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. In addition, per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.